Event description:
The customer observed a falsely elevated architect stat troponin-I result generated on the architect i1000sr instrument for one patient. The following results were provided (lab normal range is 0.00 - 0.04 ng/ml; samples are set for retest if results is > 0.09 ng/ml): sid (B)(6) initial result = 0.19 ng/ml, retest = 0.22 ng/ml. New sample collected 2 hours later and the result was 0.004 ng/ml. Customer ran initial sample on second instrument, recovered 0.0.04 ng/ml. 2 hr sample run on second instrument recovered 0.003 ng/ml. The customer noted that there were a few power surges around the time the sample was run and believes that caused the issue. The instrument never lost power and didn¿t shut down. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer performed the troubleshooting procedures recommended by service. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the instrument was service. Labeling was found to be adequate for the complaint issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Trending review did not identify any trends for the complaint issue. The calculated erratic rates for the architect i1000sr were below the upper control limit. Based on all reviewed data, a product deficiency was not identified.